Event description:
It was reported that a patient was having ¿extreme constipation¿ and had been for nine days. She had used dulcolax, milk of magnesia, and enemas, but it wasn¿t helping. The patient asked if the implantable neurostimulator (ins) could affect her bowels, and if the ins was telling her bladder not to go as much, if it was telling her bowel the same thing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r6pk, implanted: (B)(6) 2015, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).